Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Data correction to device identifier. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no sound. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test due to a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The device was not in use on a patient at the time of the event, there was no patient involvement.